Event description:
It was reported that, "dr was final tightening xia 3 7.5 x 40 screws to rod and set screws at l4-5 and the polyaxial heads popped off the screw shafts in left side of l4-5. We then removed the screw shafts with a poly adjustment tool and reinserted new xia 3."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.